Event description:
It was reported that during service and repair pre-testing, it was discovered that the quick coupling device would not hold the gauge or drill bit. It was further reported that the carrier shaft coupling was dented. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be most likely due to various worn components and bearings deterioration from normal wear out. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.